Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, it is possible that patient factors (bicuspid annulus with calcification) and procedural factors (valve position) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device remains implanted in the patient.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 1 month and 17 days post transfemoral tavr procedure with a 29mm sapien 3 valve implanted in a bicuspid aortic annulus, the patient presented with severe pvl (paravalvular leak). After several unsuccessful attempts were made to post dilatate, there was no improvement of the pvl. It was decided to proceed with a valve in valve procedure. A 29mm sapien 3 ultra resilia valve was implanted in 70:30 aortic/ventricular position with +4cc added to the commander delivery system nominal volume. Post deployment, the transesophageal echocardiogram (tee) showed a 3mmhg gradient with trace pvl. The patient was transferred in stable condition at end of procedure. Per the initial tavr procedure notes, the final intra procedure transthoracic echocardiogram (tte) showed no pvl and a mean gradient of 2mmhg. CT images of the patient's anatomy prior to the tavr procedure show elliptical shaped annulus with calcification.